Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code and thereby shutdown. No pt injury was reported.